Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0jyr9, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had a loss of therapy. There was no trauma and no falls related to this issue, although the patient did have a fall and needed foot surgery in (B)(6) 2015. It was noted that the patient had been receiving shock therapy for her ankle and had 5 treatments already which could have been emi related to the loss of therapy.